Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that two nimh batteries did not perform during a cardiac arrest. Serial numbers were (B)(4). Platform worked as intended after batteries were replaced. No pt sequel was reported. No other info was provided. Battery sn (B)(4), MFR report# 3003793491-2013-00354, battery sn (B)(4), MFR report# 3003793491-2013-00355.